Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient called in stating that their blood glucose levels were running high and they were unsure why. They were asked whether they had eaten recently and forgotten to announce a meal. Upon reviewing their history, it was identified that they had eaten breakfast without announcing it. The patient stated that the meal had been eaten a little over an hour earlier, and they were educated that it was too late to announce it at that point. They verbalized understanding. They were further educated that the device would eventually recognize the elevated glucose level and deliver a correction dose of insulin to help bring it down. The patient understood and agreed to wait for the device to correct the high glucose level. The patient reported that their glucose levels were affected, reaching a high of 312 mg/dl and remaining outside the target range for approximately one hour. They did not use any back-up therapy, did not require assistance, and did not perform ketone testing. They also reported no recent steroid use, no professional medical intervention, no additional assistance, and no immediate adverse health effects. A follow-up call was made, during which the patient reported feeling well and noted that their glucose level was trending downward, currently at 200 mg/dl, with no further questions or concerns. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.